Manufacturer narrative:
The lfs product(s) has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation will be completed and the findings will be submitted in a supplemental report.

Manufacturer narrative:
Follow up #1 (05/31/2013)-device evaluation: the meter involved with this complaint has been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: the meter passed testing with no faults found, the complaint was not confirmed. The retain test strips also passed all testing on (B)(4) 2013. A DHR (device history record) was completed on 04/24/2013 for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was reading inaccurately compared to the same meter and reading inaccurately high compared to another meter. The complaint was classified based on the customer care advocate (cca) documentation as well as additional information. The patient reported the alleged issue first occurred on (B)(6) 2013, at 8:30. The patient alleged obtaining radings of "166, 168 and 181mg/dl" on the lfs meter and "118mg/dl" on a freestyle meter. Based on statistical methodology, the calculated difference of these readings exceeds the expected result of <=20% or <=20mg/dl obtained within 20 minutes of each other. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient reported on (B)(6) 2013, at an unknown time, he ate less than usual. The patient reported 2-3 days after the issue first occurred, he developed symptoms of "waking up in sweats, and dizzy." The patient reported on (B)(6) 2013, he had something to eat or drink in response to his symptoms. During the time of troubleshooting the cca determined the meter was in the correct unit of measurement at the time of testing and he was using an approved sample site to obtain the samples. However the cca discovered that the patient's test strips were expired. Replacement products were sent to the patient. This complaint is being reported as an adverse event because the patient claims, due to the alleged issue, she developed symptoms suggestive of hypoglycemia. This incident description contains information from related (B)(4).